Manufacturer narrative:
Product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was a perforation of venous or cardiac or surrounding tissue and suspected bleeding from the pulmonary vein. The catheter was inserted into the left atrium, and while attempting to cannulate the left inferior pulmonary vein (lipv), the wire was mistakenly placed in the lower branch of the left superior pulmonary vein (lspv). Resistance was encountered when attempting to withdraw the catheter, and the catheter did not pullback. Attempts were made to rotate the catheter in both directions to free the catheter. An attempt was also made to recapture the array however it appeared that the catheter tip was stuck. The physician also exchanged the wire in an attempt to free the catheter tip, which was unsuccessful, at this point a decision was made to bring the sheath as close as possible to the tip of the catheter and pull the catheter with more force which freed up the tip. There was a small amount of blood in the endotracheal tube. The procedure was paused to ensure no further bleeding occurred. The catheter was eventually freed, and the procedure was completed without further bleeding or hemodynamic compromise. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.